Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she is on her way to the emergency room due to high blood glucose. Customer's blood glucose reading was 423 mg/dl. Customer stated that her insulin pump was not working correctly it was constantly alarming no delivery. Nothing further was reported.